Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer and it was received on 02 nov 2020. After decontamination, a visual inspection was performed which did not highlight the presence of pre-existing defects. Some light trace of manipulation were detected, and are consistent with the normal handling maneuvers to release the device from the template / holder. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the investigation performed, no device malfunctions were identified and it was confirmed that the device met the manufacturing standards. As such, the root cause of the reported event cannot be traced to the device. Based on the information reported, stating that the device was explanted as the regurgitation was not resolved and that a tear was identified causing the regurgitation, the root cause can be traced to the procedure. The manufacturer will re-assess the event should further information be provided.

Event description:
On (B)(6) 2020 a patient was intended to receive a memo 3d 30mm mechanical mitral repair ring as part of an mvr to treat a patient with mitral regurgitation due to infective endocarditis. The manufacturer was notified that the regurgitation did not stop and the product was explanted intra-operatively and replaced with another product. There was a tear in the commissure portion of the rcc and ncc causing regurgitation. The patient is still being treated. No further information was received.